Manufacturer narrative:
The implant was not returned for evaluation. Radiographs confirm that the implant appears to have migrated posteriorly. No further investigation can be completed at this time. It is unclear if the fall contributed to the event, or if the patient complied with post-operative instructions. Root cause has not been determined, no conclusion can be drawn. Review of labeling notes: warning, cautions and precautions: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebrae, neurological injury and vascular or visceral injury. Device was not returned.

Event description:
On (B)(6) 2015 a (B)(6) male was implanted with an expandable lumbar interbody device at l4-l5 and l5-s1. The patient complained of pain after sustaining a fall. Radiographs revealed the device had migrated. The patient was revised on (B)(6) 2015 and the device was replaced with an alternate interbody spacer.